Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-08443. It was reported during an ipg replacement surgery, the patient¿s l4 lead had migrated. Also, the patient¿s l5 lead was accidentally pulled out by physician during the procedure. As a result, the physician explanted and replaced the l4 lead with a new lead. The l5 lead was explanted and could not be replaced due to scar tissue. Postoperatively, therapy was restored.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-08443. Follow up information provided patient's weight.